Event description:
A standard 6cn75h cuffed shiley flex tracheostomy tube was placed percutaneously on (B)(6) 2023 at 11:00am. Due to an inability to maintain adequate cuff seal despite maximum acceptable cuff pressures of 30cm h20, the device had to be removed and replaced (a few hours later) urgently/emergently with a 6.0 xlt proximal tracheostomy tube on (B)(6) 2023 at 14:37pm (60xltcp). The patient had an immediate cuff leak despite adequate cuff inflation to 30cm h20.